Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2008 a 2.50x16mm taxus® express²® was implanted in the left anterior descending artery (lad). In november 2014, the patient was undergoing a procedure to remove gall stones at another facility and during that procedure, she experienced a heart attack. It was noted there was blockage of the taxus® express²® stent. A non bsc stent was then implanted in the ostial lad. The patient has been doing well with no complications since the event.